Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8318931, medical device expiration date: unknown, device manufacture date: 2018-11-14. Medical device lot #: 8318937, medical device expiration date: unknown, device manufacture date: 2018-11-14. (B)(4). Investigation summary: a device history record review was performed for provided lot numbers 8318931 and 8318937. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, 3 photos were received for evaluation by our quality team. Through examination of the picture samples, two pictures show the needle with gouge and the third shows white epoxy with a fine crack. From the picture, it seems the gouge didn't go deep enough through the needle wall, however the epoxy is not affecting the bonding of the needle to the needle hub. The root cause of this defect could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that an needle 25 ga 5/8 in trans orange hub was damaged, but still operable. The following information was provided by the initial reporter: "it was reported that "parts have significant gouges on the needles often raising the metal and the epoxy on the product is cracked". Good afternoon, I'm following the result of the analysis of the additional 500 pieces that we sent it. Do you have a result of the analysis for those samples? Today we received another customer complaint for the same issue, so please share with us the conclusion of your analysis."